Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2017-00333 thru 3012447612-2017-00335 and 3012447612-2017-00383 thru 3012447612-2017- 00385.

Event description:
It was reported that a hook splayed open while a helical flange plug was being installed into it during surgery. Additionally, during installation into the hook, four plugs' threads were damaged. The hook and plugs were removed and replaced. The surgeon felt there was more-than-normal torque applied with the torque limiting handle, which contributed to the hook splaying and the plug thread damage. However, the procedure was completed using the same torque limiting handle. There were no reports of patient injury associated with this event. This is report four of six for this event.

Manufacturer narrative:
The returned plug was evaluated. Some of the threads have fractured off. The cause is likely attributed to cross-threading the plug within the mating hook during installation. The torque stabilizer which was used with this implant during the procedure was evaluated and found to have a flared tip, which could contribute to the cross-threading. A review of the manufacturing records did not identify any issues which would have contributed to this event.